Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an emergency room visit on (B)(6) 2016. The customer's issue began on (B)(6) 2016 and was between 300 and 400 mg/dl during device training. Customer met with her doctor who helped her set up the device, but after the doctor's visit, continued to have high blood glucose readings. Customer took a shot of steroids a week prior to hospitalization. The customer's blood glucose reading at time of event was 460 mg/dl, but was 151 mg/dl during call. The customer's symptoms included feeling groggy, lethargic, thirsty, and had frequent urination. Customer treated with insulin pump and manual injections. Customer stopped wearing insulin pump 2 to 3 hours before admission. The customer was hospitalized on (B)(6) 2016. Cause was due to diabetic ketoacidosis. Customer was advised by the hospital to continue wearing the insulin pump and to follow up with her doctor. Customer declined troubleshooting and was advised to call back if persisted. Nothing was replaced or returned.